Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/29/2016 with the following findings: during visual inspection of the pump, it was observed that there were scratches on the display lens.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was damaged and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6).